Event description:
It has been reported to philips that there was system boot up problem. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that mpdu was failing. The mpdu has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system boot up problem. Fse identified that the cabinet's power being on is causing system boot up issues. Reviewed the system logfile and found (mpdu) malfunction. Fse replaced mains power distribution unit (mdpu) of m cabinet. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.